Manufacturer narrative:
Visual analysis of the returned device identified: deformation, encapsulation, creases and green particles mold like appearance in device outer surface. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Medical staff reporting an intracapsular rupture and the removal of the device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reporting an intracapsular rupture and the removal of the device. This record relates to the left side.